Event description:
A customer reported that during cataract surgery, when the surgeon began phacoemulsification, no aspiration was experienced. The phaco tip was exchanged and the tubing was reconnecting, but the issue remained. A new cassette was inserted, however, a system message displayed. Subsequently, the system was switched out to complete the case. There was no harm to the patient. After the case was completed, the original system was rebooted and a new cassette was used without any further issues.

Manufacturer narrative:
The returned sample was visually and functionally tested and passed testing. This is the second complaint for the finish goods lot; however, the first for this issue. The DHR review shows the order was built and released per specification. The console operator's manual provides the following in regard to loss of aspiration/suction issues: probable cause: loose blue luer fittings. Damaged o-ring (ultraflow I/a handpiece only). Clogged tip. Kinked or damaged tubing. Cracked blue fitting. Recommended solutions: reconnect securely. Inspect o-ring and replace, as necessary. Flush tip with sterile water or bss sterile irrigation solution. Retest. Replace tip. Retest. Check tubing and/or replace fms. Check fitting and/or replace fms. The root cause could not be determined. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).